Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed due to the faulty microswitches on the latch assembly. The field service engineer resolved the issue by replacing the microswitches. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager was failed to recover. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.